Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently the pump shutdown. Reportedly, the alert cleared and the pump successfully began charging after using a different wall outlet. In addition, when the pump was taken out of storage mode, an unspecified malfunction occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level ranged from 305-402 mg/dl.